Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was changing the reservoir and was unable to go through the reservoir setup. He can fill cannula and rewind the insulin pump but cannot access the reservoir set up. Customer stated that his sensor glucose reading was 221 mg/dl. Customer stated that there was a clear or black dot on his screen by the reservoir. Customer stated the reservoir was empty; he did not receive any no delivery alarms. Customer was instructed to suspend and resume and then try to rewind; he was able to rewind the insulin pump and set up the reservoir. Nothing further reported.